Event description:
The manufacturer received information alleging a failure in the display screen (the screen was displayed in english) occurred after a software upgrade. There was no patient harm or injury reported with this notification. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" alarm occurred, and it was impossible to operate the device when the power was turned on in order to perform operational checking. It has been determined that some failure occurred during the software rewriting, which led to occurrence of the reported issue. Since the reported issue had occurred during the software version upgrading, the software version was upgraded again to address the issue. The download completed properly, and it was confirmed that the device started up normally.